Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event on the same day as onset. On the same day as hospitalization, the patient was treated with vancomycin (1000mg/2l, intraperitoneally for one day), vancomycin (25mg/5l, intraperitoneally for two days) and ceftazidime (125mg/5l intraperitoneally for two days). One day after hospitalization, the patient was started on cefazolin (125mg/5l, intraperitoneally for one day). On an unknown date, the patient was given additional vancomycin and ceftazidime and was discharged two days after hospitalization. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.